Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate calcification and minor tortuosity. It was reported that during the index procedure, the physician observed a type iii endoleak at the junction between the endurant 16x16x120 and the endurant bifurcate 25x16x170. The physician relined the limbs with an endurant 16x13x95, resolving the event. The physician determined that the cause of the event is that the membrane of enbf2513c145ee had leakage. No adverse patient effects were reported. No additional clinical sequelae were reported and the patient is fine.